Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 15-mar-2001, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be non-malignant pain and failed back surgery syndrome. It was reported that the patient "had a pump placed and the catheter broke a long time ago." The event date was unknown. No other information was provided. No patient symptoms were reported. No further complications were reported.